Event description:
A lumbar catheter was involved in an incident and was described as follows; a special ins-5010 with xmas tree adapter and tuohy needle "came apart." The product was in contact with a patient, but it is unknown whether there was patient injury involved. Additional clinical information has been requested, but is not expected.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.